Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse confirmed a clenz leak coming from a torn green stripe tubing through the rinse block. The fse replaced the tubing to resolve the leak. Failure mode of the leak is attributed to a torn tubing through the rinse block. (B)(4).

Event description:
The customer reported noticing a clenz leak which was contained in the bsv (blood sampling valve) drip tray after completing a shutdown on the coulter lh 750 hematology analyzer. The customer indicated that the leak consisting of approximately 10 ml of cleaner. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer stated the instrument did not generate any error messages during the event.